Event description:
Reporter stated that she had facial laser treatment about 5 months ago and still suffers from the adverse effects. Pt said she lost all moisture barrier from her face and her skin does not hold lotion. She also has scarring on her face, enlarged pores, and has extremely dry skin. She also stated she can no longer be in the sun.